Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the field representative requested assistance completing an right atrial (ra) lead threshold test. Technical services (ts) assisted per request. The threshold test found high capture thresholds leading to loss of capture. Ts instructed the field representative to adjust ra output to ensure capture. The field representative followed up with the physician. The patient is scheduled to be seen in the clinic in the upcoming month. No other actions have been taken at this time. The physician will continue to monitor. The ra lead remains in service. No adverse patient effects were reported.